Event description:
Received a report from a consumer indicating she experienced difficulty while removing a tampon pledget. Upon removal of the tampon pledget consumer advised another tampon pledget with a string came out. Consumer remembers only inserting one tampon. No injury reported. Note: it is spatially impossible to fit two tampons pledgets in one applicator.

Manufacturer narrative:
Date code info advised by the consumer has been sent to qa for investigation. We await the results. We have requested and await the consumer's return of product for eval and date code for verification.